Event description:
Pt underwent lumbar laminectomy w/fusion, requiring removal of previously implanted pedicle screws. One half of a screw could not be removed and was left in the pt's back. The operative report noted the screw was broken prior surgery.